Event description:
Patient underwent a transjugular liver biopsy. As the patient's condition deteriorated the following day (hypotension) bleeding related to the biopsy was suspected. An abdominal CT revealed a retained linear hyperdense foreign body within the right hepatic lobe, suspect for a retained catheter fragment, but no intra-abdominal/pelvic hematoma or bleeding. The patient underwent an image guided retrieval of the catheter fragment in the middle hepatic vein. The catheter fragment is nearly 3 inches long and one end of the fragment has a jagged appearance.